Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
Transseptal puncture was performed in patient using a st. Jude brockenbrough needle (brk) and biosense webster preface transseptal sheath (preface). Trace pericardical effusion was noted by the physician prior to insertion of the transseptal catheters. Following successful transseptal access using the bovie technique, the baylis protrack pigtail wire (ptw) was deployed into the left atrium (la) and appropriate positioning was confirmed. The preface was exchanged for a st. Jude agilis steerable sheath (agilis). A second transseptal puncture was performed inferior to the first puncture using the preface/brk and the bovi technique. The biosense webster pentaray nav catheter was inserted into the la through the preface. The pericardial effusion increased with eventual tamponade noted. Pericardiocentesis was performed to stabilize the patient. The physician indicated he was unsure of what caused the pericardial effusion. The pentaray, agilis, and preface devices were present in the la when the effusion was observed. The baylis ptw was removed just prior to when the pericardial effusion was noted. There is no evidence to suggest that the baylis ptw caused or contributed to the reported incident. However, this report is being submitted as the baylis ptw was among the many devices used during the procedure when the procedural complication occurred.